Event description:
New information noted that the device was explanted due to normal battery depletion. No premature battery depletion was noted. The patient was stable during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. The pulse generator exhibited premature battery depletion. No intervention was performed. The patient was stable and will continue to be monitored.